Event description:
The sales rep reported that the doctor explanted the pump because he believed that there were flow issues.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
This pump did not flow as received. Flow was restored, this pump flowed 0.46mls/day, 83% of the manufactured follow rate of 0.55mls/day. This flow rate is slightly slow ever that the specification (92% to 102%) of the manufactured flow rate. The slow flow experienced in the clinical setting (83% of manufactured flow rate) may be associated with partial flow obstruction of the capillary flow path and/or filter material with drug precipitate, however; this was not confirmed. This pump was implanted for 10 years. A review of the device history records indicated that this pump met all testing requirements during the manufacturing process.